Event description:
The physician reports that the crystalens was damaged when removing from the lens case. The damaged lens did not contact the pt.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.